Event description:
It was reported that during a procedure involving the use of a 14fr non-medtronic sheath to deliver a transcatheter aortic valve, as there was difficulty using a standard gore 14fr sheath due to fibrous calcium in the iliofemoral vessels. There was difficulty removing the delivery catheter system (dcs) back through the sheath so the sheath was removed with the dcs inside. The sheath appeared to be kinked and this caused bleeding at the femoral artery. Placement of two covered stents was required. The patient was reported to be doing well post stenting to the iliofemoral vessel with no residual bleeding. Per the physician, a potential cause of the sheath kinking was due to the dcs. The patient has been discharged and doing well.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.